Event description:
It was reported that "boost r" on the 9800 system was slightly high. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reduced the boost r to < 18r/min. The system was tested and found to be working as intended and placed back into service.